Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibited crosstalk oversensing and noise signals. Technical services (ts) was consulted and explained options of adjusting right ventricular lead sensitivity. Further testing is recommended. The device remains in service. No adverse patient effects were reported.